Event description:
It was reported that during a percutaneous coronary intervention treatment procedure a balloon rupture occurred. The 99% stenosed lesion was located in a moderately tortuous mid right coronary artery. On the first inflation the quantum mav mon 30mm x 3.5mm balloon ruptured at sixteen atmospheres. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, a balloon rupture occurred. The 99% stenosed lesion was located in a moderately tortuous mid right coronary artery. On the first inflation, the quantum mav mon 30mm x 3.5mm balloon ruptured at sixteen atmospheres. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: visual examination showed there was blood in the balloon and inflation lumen of the catheter. Magnified inspection revealed no damage to the catheter. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall adjacent to the distal edge of the proximal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).